Manufacturer narrative:
Concomitant medical products: product ID 3389-40, lot# 0210118176, implanted: (B)(6) 2015, product type: lead. Product ID 3389-40, lot# 0210116859, implanted: (B)(6) 2015, product type: lead. Product ID 3708695, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3708695, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A healthcare professional from a clinical study reported that post operatively on (B)(6) 2015 the patient had been diagnosed with confusional state. The patient experienced visual hallucination, delusion of persecution and confusion. Diagnostics included observation during hospitalization on (B)(6) 2015, imaging which were all normal and laboratory testing which was all normal. This was related to the procedure. The outcome was resolved without sequelae. No surgical intervention was required or planned. Patient's medical history included dyslipedmia, hyperlipidemia, statin oral medications, diabetes ii, oral medications, transient ischemic accident, essential tremor, depression, attempted suicide and the patient was currently taking movement disorder and or psychiatric medications.